Manufacturer narrative:
Customer complained on (B)(6) 2021 the buttons are not functioning properly. Device passed self test and displacement test. Intermittent response from all buttons due to moisture damage to keypad traces. Device successfully downloaded to thus. Device passed the keypad voltage test. The connector on electrical board 1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. The keypad was intermittently unresponsive. Customer had to press the keypad several times to make any adjustments or command on the insulin pump. Insulin pump did not receive a stuck button alarm. The numbers were ramping or the scroll bar was moving up or down with no input from the customer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.